Event description:
It was reported the lead has been exhibiting oscillating impedances. The manufacturer's technical services suspected a possible fracture or lead-to-device connection issue. The lead was ultimately replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.